Event description:
It was reported that the patients ipg was in the state of hibernation and the patient was frequently charging the ipg. The patient underwent a procedure wherein the ipg was explanted. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.